Event description:
It was reported from the ICU that the nurse programmed the device to infuse a precedex infusion at a rate of 2.3ml/hour at 0234 for a patient who was hypotensive. At approximately, 0255 the nurse found the precedex bag empty. The nurse immediately assessed the patient to find that the patient experienced a slight temporary drop in blood pressure. The physician and house supervisor were notified and the patient was further assessed. There was no lasting impact caused to the patient from the event.

Manufacturer narrative:
Correction: b3. Although the customer¿s complaint of over infusion was not confirmed in the logs or reproduced during testing, it is believed the broken upper hinge post of the platen contributed to the unregulated flow event. On the reported event date (B)(6) 2020, the suspect device programmed an infusion of 100 ml of dexmedetomidine (precedex; drugid=134) to infuse at a rate of 2.29 ml/hr. The infusion was terminated by the user when the device was channeled off prior to completion for unknown reasons. Total volume infused= 0.48 ml the event administration set was not returned for investigation. Testing showed the device was not delivering IV fluids within specification. Inspection of the suspect device found a broken upper hinge post on the platen. Inspection of the suspect device found no anomalies with the pumping mechanism. The device was being used for treatment purposes. The proximate cause of the customer¿s complaint of an over infusion could not be definitively determined. It is believed the broken upper hinge post of the platen contributed to the unregulated flow event. A broken platen at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. Device history review: review of the source device (sn (B)(6) service history record showed the device had a manufacture date of (21jul2017). A review of the device service history record was performed beginning from the date of manufacture to the present date (17aug2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the ICU that the nurse programmed the device to infuse a precedex infusion at a rate of 2.3ml/hour at 0234 for a patient who was hypotensive. At approximately, 0255 the nurse found the precedex bag empty. The nurse immediately assessed the patient to find that the patient experienced a slight temporary drop in blood pressure. The physician and house supervisor were notified and the patient was further assessed. There was no lasting impact caused to the patient from the event.